Event description:
It was reported that a revision surgery was performed due to instability and loosening of the implant.

Manufacturer narrative:
The affected genesis ii cmt tibial baseplate, legion cr oxinium femoral component and legion dished insert were not returned for evaluation. A clinical analysis noted that details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. However, given that the surgical report states there was posterior instability in flexion and slight varus-valgus instability, this was likely the cause of the patient¿s pain. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported component instability cannot be concluded. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. Without the return of the actual product involved, our investigation of this report is inconclusive. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.